Event description:
A patient under went a shoulder scan without proper padding and was in contact with the bore of the magnet during scanning. A diagnosed second degree burn on the elbow was the result of this bore contact during scanning.